Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding, irregular bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and pelvic pain. Concurrent conditions included general anesthesia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ pain"), fatigue ("fatigue"), alopecia ("hair loss, hair has started falling out in clumps"), dermatitis allergic ("rashes on hands, arms, chest and face/hypersensitivity symptoms"), dyspareunia ("dyspareunia"), polymenorrhagia ("menstrual periods come twice a month and are very heavy"), pain ("pain"), menstruation irregular ("irregular menstrual bleeding"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, dysmenorrhoea, fatigue, alopecia, dermatitis allergic, dyspareunia, polymenorrhagia, autoimmune disorder and hypersensitivity outcome was unknown and the pain had not resolved. The reporter considered alopecia, autoimmune disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menstruation irregular, pain and polymenorrhagia to be related to essure. The reporter commented: before essure, when she was not using birth control, her menstrual periods were regular and would last approximately five days. She is currently searching for a physician that will remove the device to address her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2015: results: not provided. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc: (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding, irregular bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and pelvic pain. Concurrent conditions included general anesthesia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ pain"), fatigue ("fatigue"), alopecia ("hair loss, hair has started falling out in clumps"), dermatitis allergic ("rashes on hands, arms, chest and face/hypersensitivity symptoms"), dyspareunia ("dyspareunia"), polymenorrhagia ("menstrual periods come twice a month and are very heavy"), pain ("pain"), menstruation irregular ("irregular menstrual bleeding"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, dysmenorrhoea, fatigue, alopecia, dermatitis allergic, dyspareunia, polymenorrhagia, autoimmune disorder and hypersensitivity outcome was unknown and the pain had not resolved. The reporter considered alopecia, autoimmune disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menstruation irregular, pain and polymenorrhagia to be related to essure. The reporter commented: before essure, when she was not using birth control, her menstrual periods were regular and would last approximately five days. She is currently searching for a physician that will remove the device to address her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2015: results: not provided. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the case becomes serious incident. Mr received. Reporter information , date of birth , date explanted,other relevant history added and product removal details updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.